Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6).

Event description:
It was reported that a transmitter connection issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app not being able to complete a data transfer. The reported event of a transmitter connection issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.